Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged several hours post implant procedure. The ra lead was at first reprogrammed and then revised. The ra lead remains in use. No patient complications have been reported as a result of this event.